Event description:
Related manufacturer report number 2017865-2022-12537. It was reported that noise resulting in oversensing was observed on the right atrial (ra) lead suspected to be due to insulation damage. During an unrelated procedure, insulation damage was visually observed on the ra lead and the right ventricular (rv) lead. The ra lead and the rv lead were capped and replaced during the unrelated procedure to resolve the event. The patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.